Event description:
Laparoscopic hemifundoplication- "patient was brought forward for routine elective laparoscopic hemifundoplication. The kii fios entry port was placed in the left upper quadrant with a skin incision followed by direct entry using the laparoscopic camera within the port to carefully determined separation of the tissue layers. On withdrawal of the camera and the trocar blood was noted to becoming from the port. A second pneumoperitoneum was established and a second 10mm laparoscopic port was inserted into the left upper quadrant under direct vision. Using the camera port and instruments via the second port the injuries were determined which included a through and though small bowel injury and an injury at the base of the small bowel mesentery. The laparoscopic instruments and ports were then withdrawn and conversion to open laparotomy. The small bowel injury was repaired using interrupted absorbable sutures and a vascular surgeon called into the theatre. The vascular injury was overseen with excellent haemostasis approximately 700mls of blood was lost in total. The decision was then made to proceed with an open completion of the initial intended hemifundoplication." Patient status: "alive and living independently at home."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.